Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Section d9, product available to stryker of the initial medwatch report indicates: field; section d9, product available to stryker of the initial medwatch report should indicate: return. Section d10, returned to manufacturer on of the initial medwatch report indicates: (B)(6) 2024; section d10, returned to manufacturer on of the initial medwatch report should indicate: (B)(6) 2024.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.this issue is patient related; however there was no adverse event reported.